Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles in device and airway and also alleged device will not turn on/ not functioning. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This device (remstar plus c-flex) was manufactured (10/19/2011) which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.